Event description:
It was reported that there was a drug leak. A 106x12cm ekosonic endovascular device was selected for use in a bilateral pulmonary embolism case. After 11 of the 12 hours of ordered therapy time, it was observed that the drug luer had blood backing up into it, and there was small hole in the luer leaking tpa. The physician decided to pull the catheter. The patient did well. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the ekosonic endovascular device was returned for analysis. Microscopic visual inspection of the infusion catheter showed a crack in the drug luer. The device was tested for leaking, and it was noticed that the device leaked from the drug luer where the crack was present. The coolant luer was not cracked or leaking. Additionally, it was found that the rubber tubing attached to the luers was deformed, creating an angle of the luers. This bend did not affect product performance.

Event description:
It was reported that there was a drug leak. A 106x12cm ekosonic endovascular device was selected for use in a bilateral pulmonary embolism case. After 11 of the 12 hours of ordered therapy time, it was observed that the drug luer had blood backing up into it, and there was small hole in the luer leaking tpa. The physician decided to pull the catheter. The patient did well. No patient complications were reported.